Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. The magnum 2 knotless implant device has been returned for investigation. The device has been deployed. A partial broken piece of anchor was returned with the device. The device is intended for single use and functional test is not possible. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include excessive probing or misalignment of implant during insertion. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿when the ultratape was cut, it was noticed that the implant came out from the bone in 3 pieces.¿ the device has been returned for investigation deployed. A partial broken piece of anchor was returned with the device. The device is intended for single use and functional test is not possible. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant during insertion. C) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. -when required use only the approved bone punch or bone tap instruments. Use of other ancillary instrumentation may compromise implant insertion and/or retention. -use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a rotator cuff suture, after placing correctly the implant with ultratape, when the ultratape was cut, it was noticed that the implant came out from the bone in 3 pieces. All pieces of the anchor were removed from patient and a backup device was available to complete the procedure with no delay or patient injuries.